Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during an rf ablation procedure, they changed the model control from manual mode to impedance mode, but the display didn't change. They didn't notice it and started the ablation but the generator didn't deactivate and they realized that there was a malfunction of the display. The procedure was completed with another device. No pt injury occurred.